Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and successfully passed the recognition and engagement tests. It moved intuitively with a full range of motion in all directions and passed 93 cauterization test attempts. The grip opened and closed properly. Internal and external visual inspections revealed no damage to the instrument, including both distal and proximal ends. The instrument was fully functional, and no product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the force bipolar instrument's movement was not intuitive. A spare identical instrument was used. The procedure was completed with no reported injury.